Event description:
It was reported in medwatch# mw5106085, that upon arrival into pacu, the patient complained of severe right buttock pain. Upon inspection, there was an area approximately 15 x 15 cm reddened and blanchable with white circular areas surrounding. The operating room staff reported patient was lying on warming blanket during surgery. It was identified that the patient had a first-degree thermal burn to bilateral buttocks. It was reported that the burn was treated with barrier cream twice daily. It was reported that the burn should heal without any surgical intervention.

Manufacturer narrative:
It was reported that the device was sequestered and the user facility biomed checked the unit. The unit was run at low and high manual modes. The indicated low temperature was 4.0c and actual temperature was 4.2c. The indicated high temperature was 42c and actual temperature was 42.3c. The biomed did not find any issues with the device and the device was returned to service.

Manufacturer narrative:
It was reported that the device was sequestered upon the discovery of the thermal burn. The account¿s biomed team evaluated the device and determined that there were no issues or malfunctions with the device and returned the unit to service. Based on the evaluation performed by the account¿s biomed team, it was determined that this event was likely not due to any component level defect of the product. The device was not made available for further evaluation from a stryker representative so this could not be confirmed. A device labeling review, identified that a failure to monitor patient skin conditions during therapy may have contributed to this event.

Event description:
It was reported in medwatch# mw5106085, that upon arrival into pacu, the patient complained of severe right buttock pain. Upon inspection, there was an area approximately 15 x 15 cm reddened and blanchable with white circular areas surrounding. The operating room staff reported patient was lying on warming blanket during surgery. It was identified that the patient had a first-degree thermal burn to bilateral buttocks. It was reported that the burn was treated with barrier cream twice daily. It was reported that the burn should heal without any surgical intervention.